Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ needle was blocked once attached to the syringe. The following information was provided by the initial reporter: "once needle is attached onto plug it just sits there and not able to function properly. Plunger won¿t move and has to have to be replaced with a different needle. No serious injury or harm indicated."

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd¿ needle was blocked once attached to the syringe. The following information was provided by the initial reporter: "once needle is attached onto plug it just sits there and not able to function properly. Plunger won¿t move and has to have to be replaced with a different needle. No serious injury or harm indicated."